Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, the tip was detached. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery (rca). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, the tip was detached. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the proximal tip was detached.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed evidence that the retainer clip loose.